Event description:
It was reported that the machine "smelt funny" in surgery and wand was smoking. I don't know which component is causing issues, so I am returning all pieces of equipment associated with the case. No patient injury was reported. A competitor cautery was used to complete the procedure.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was no relationship between the returned device and the reported incident. Visual inspection of the returned flow control assembly found that there were no visual or physical discrepancies with the device. The returned device was tested using a known good compatible controller and wand which was found to perform as intended. The complaint was not verified and the root cause could not be determined after investigation since the device performed as intended. Factors which can lead to smoking/steaming issue include: there may have been an issue with another device used as part of the system. The smoking/steaming could have been that the wands too far away from the surgical site or not enough saline flow to cause the unit to burn off any fluid on the tip to appear as it was smoking/steaming. There were no indications to suggest the device did not meet product specifications upon release into distribution.